Manufacturer narrative:
(B)(4) analysis inspected one opened used enlite sensor and performed visual inspection and found sensor canula bent. Unable to confirm customer received sensor in said condition due to customer returned opened used.

Event description:
The customer reported that his sensor cannula looked shorter than normal and he was concerned that it may have broken off inside of his body. The customer's insertion site was on his hip. He stated the sensor was not working and the possible fracture may have occurred during insertion. Customer stated the needle recoiling back into the needle housing seemed slower than usual; removing it from the sensor was not at all difficult. Customer removed the needle at a 90 degree angle. He stated that when he ran his fingers along the cannula to see if it was bent, the cannula seemed to get longer but not as long as expected. Customer felt he may have pulled the cannula up into the whole from which the introducer needle was removed. Customer was not sure whether the cannula was still in his skin and was referred to his doctor to obtain instructions. The customer stated there was no evidence the cannula was still in his body and there was no pain at the site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.